Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated a r-wave amplitude measurement issue. Right ventricular pace impedance 1040 on (B)(6) 2016. R-wave amplitude averages approx. 20mv since (B)(6) 2014; occasionally min. R-wave amplitude dips below 10mv; r-wave amplitude much more variable since (B)(6) 2015. Right ventricular pace impedance steady at approx. 357 ohms through (B)(6) 2015, steadily rises to 1056 ohms between (B)(6) 2015 and (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was noted to be high and had been steadily climbing from the baseline. It was further noted that the r-waves occasionally dropped to below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.